Event description:
It was reported that the catheter shaft separated. A vansonnenberg sump drainage catheter was selected for use. On (B)(6) 2019 the catheter was installed inside the body of the patient. A malfunction was then noted on the catheter after installation. The catheter shaft had separated which prevented the device from functioning. Surgical intervention was required to remove and replace the device. On (B)(6) 2019 a procedure was performed to replace the device with a new device. There were no reported patient consequences and the patient status was good.